Manufacturer narrative:
Samples received: 1 cassette. Analysis and results: there are no previous complaints of this batch. Product was already expired when complaint occurred. Occurrence date is (B)(6) 2017 and cassette's expiration date is april 9th 2017. The product should not have been used after expiration date. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the sutures keep breaking when it is pulled from the cassette.